Event description:
The customer reported the subject device exhibited a secondary water supply issue. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the nozzle. This report is being submitted for the malfunction found during device evaluation (foreign material in nozzle). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the reported issue (secondary water supply issue) was confirmed and found to be caused by clogged nozzle. It was observed the amount of air/water supplied, and the water removal ability was out of specification due to clogged air/water nozzle. In addition, service found the adhesive on the bending section cover was chipped and cracked. The bending angle was out of specification, and there was play in the angle knob, due to wear of the annulation wire. The control panel cover was cracked, there was dirt on the control section that was difficult to remove, and the universal cord was wrinkled. Scratches were observed on the control section, the insertion tube, the tip cover, the switch button #1, the switch box, the up/down knob, the up down angle fixing lever, the right/left knob, the grip, the universal cord, the scope connector side of the universal cord, the scope connector, the scope connector cover, and the right left angle fixing knob due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed reprocessing was conducted according to the procedure in the instruction manual and the cause of the clogged foreign material could not be identified. Olympus will continue to monitor field performance for this device.